Event description:
It was reported that during maintenance service, the bronchovideoscope screen displayed noise when the angulation was adjusted. No patient involvement was reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. E1 - address: (B)(6). The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the completed investigation, the reported event was likely associated with damage or deterioration of parts, environmental factors such as dust, dirt, or humidity, optical issues, overheating, or electrical problems such as signal loss or an open circuit. The definitive root cause of the malfunction could not be determined; however, the issue is most likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.